Manufacturer narrative:
Patient was advised to take aloe vera and hydrocortisone medication as preventative post treatment care. Treatment parameters were not within clinical guidelines as user error was involved. Laser was operating as intended. Blisters are expected side effects from laser treatment, but reportable in this case because of the location of the blister-burn.

Event description:
Patient experienced blister burn on hands (sensitive joint area) from laser treatment.